Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length bifurcated stent graft and its components were attempted to be implanted for the treatment of 7cm abdominal aortic aneursym in pt in 2001. The pt has a history of copd. The neck of the aneurysm measured 3cm in length and the diameter ranged from 21-23 mm in various places. It is reported that the physician felt that a 26mm graft would be sufficient. The common iliac artery measurement varied from 15.8mm to 10mm and the external iliac artery measured 9mm. The external iliacs were reasonably straight and undiseased. It was reported that there wasn't much plaque in these vessels. The stent graft was placed into the right femoral artery through a 22 fr catheter and introducer. It is reported that for an unknown reason, during the initial attempt at deployment of the stent graft, the maneuverability of the delivery system was lost. The nosecone was rotated and corrected so as to have the left limb appropriately placed on the left side. Since there was no maneuverability on a rotational basis the physician decided that the stent graft should be removed. It is reported that the tip of the stent graft was loosened and remained on the guide wire. The nosecone was successfully snared over a guidewire and retrieved into the sheath and removed from the pt. The physician reports that it was not obvious on initial examination why the stent graft failed. It is reported that another 26mm x 15mm x 16.5cm stent graft was accurately positioned below the renal arteries and deployed. With ivus verification, the physician accurately located the renals and verified the infrarenal location for the stent graft itself. The left iliac limb graft was successfully deployed through the left femoral artery. An angiogram verified good flow into the stent graft, no leak and that both hypogastrics were perfused. However, it was determined that the body of the stent graft had actually pulled down over 2cm from the level of the renal arteries. Consequently, an aortic cuff was successfully placed as verified by a completion arteriogram. Ivus was repeated to verify patency on the right side of the stent graft. Returned goods investigation revealed that the device was returned with the stent graft loaded and the nosecone separate from the deliver system. The blue clip is in place. There are 6 severe twists on the hytrel. The quick release is pulled back .220" from the the torque handle. Sem analysis of the (fractured) peek guidewire lumen suggests a fracture initiation under a bending force, which led to a final fracture under torsion. Several torsional kinks were noted on the catheter of the returned device. These kinks are atypical and indicate an excessive manipulation of the device during the procedure.